Event description:
During follow-up, loss of capture was observed on the device. Diagnostic imaging was performed and confirmed device dislodgement. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of post-operative dislodgement and failure to capture could not be confirmed. Visual inspection showed that the helix length was within specification. Device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including output and capture verification, and the device exhibited normal device characteristics without any anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
The device was successfully retrieved and explanted to resolve the event. The patient was stable and there were no adverse consequences.